Manufacturer narrative:
There was an intermittent act button due to the moisture damage on the keypad trace. The pump had a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners.

Event description:
The customer reported via phone call that he had a problem with act button on the insulin pump. Customer stated that it was not working and he did not receive a button error alarm. Customer's blood glucose was 136 mg/dl. Customer stated that the other buttons seem to be working fine. Customer stated that it was really hot and he was sweating a lot at the time. Customer reported that the pump was in his pocket but there are no cracks in the pump that he can see. Customer also received weak battery alarms and a failed battery alarm test. Customer declined troubleshooting for the alarms. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.